Manufacturer narrative:
The device related to the reported event of capsular contracture and double capsule was received on august 22, 2019 with lot number 3015891. Visual analysis of the returned device identified: white particles and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side ¿capsular contracture (g-3) and double capsule¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿capsular contracture (g-3) and double capsule¿. The device has been explanted.